Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the transmitter (tx) regained connection with the pump after entering correct tx ID into the pump. No additional patient or event information was available.